Event description:
Additional information received reported the patient did not have any concerns with their device/therapy. It was noted, the patient had the pump taken out and they were not planning on having another one put in at the time of this report. The patient had one for over 14 years and they were "praying for a miracle".

Event description:
It was reported that the patient wanted to know what could be done if a leak in the catheter was suspected. The patient suspected there was a leak at the point where the catheter was connected to the pump. It was reported the patient had been really tired and just wanted to sleep and they lowered the pump. It was noted the incision site was good. A week prior to the date of this report the patient was still wearing a brace. The pump site was red and the pump was very close to the skin. The site was also very tender ¿almost like a burning sensation¿. The patient inquired if medication could cause burning sensation if it leaked into the body. The patient noticed ¿the issue¿ six days prior to the date of this report and it was noted she had relief for seven weeks. It was reported ¿my pain relief went down, bad¿. It was noted the patient breeds labs and she thought the dog might have bumped the pump. The device system was used to deliver bupivacaine, baclofen and dilaudid. Additional information has been requested, but was not available as of the date of this report.

Event description:
Additional information received reported the pump also contained hydromorphone. It was noted the patient had taken oral antibiotics and was doing "well" with oral medication.

Event description:
Additional information: the patient had experienced pain and redness around the pump site. The pump and catheter were removed.

Manufacturer narrative:
Concomitant medical products: product ID: 8709sc, serial# (B)(4), implanted: (B)(6) 2007, product type: catheter. (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
Additional information was received from a consumer. The pump and catheter were removed on (B)(6) 2014 due to infection (approximately 7 weeks later). The area of infection was the pocket and infection symptoms included redness and swelling. The change in therapy/symptoms was gradual. It came on gradually because it did not happen until 7 weeks later, which was weird. The event date was reported as (B)(6) 2014 and the healthcare provider (hcp) looked at her incision. The infection was associated with implant. It was noted, they watched her for almost a week before deciding to totally remove everything on (B)(6) 2014. The patient was given both intravenous (IV) and oral antibiotics (treatment). She was on IV antibiotics for three days ((B)(6) 2014) and then was sent home on oral antibiotics. The infection was resolved.